Event description:
It was reported that during preparation for an interventional procedure, before introduction into the patient anatomy, to prevent guide wire tip damage, a balance middleweight (bmw) hydro guide wire was inserted from the tail end, instead of by the tip, into an introducer from a co-pilot guide wire accessory kit, when resistance was felt during advancement and the bmw guide wire coating was scraped and residual shavings separated from the guide wire. The same bmw hydro guide wire was successfully used to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions for use. The customer reported the device was discarded; however, coating from the guide wire has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The guide wire and introducer sheath were not returned; however, there were small green particles returned in a container and gauze. Therefore, analysis was unable to confirm the reported resistance and peeling on the guide wire. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It was reported that the guide wire was back loaded through the introducer sheath. It should be noted the directions for use section of the hi-torque guide wire instructions for use (IFU) states: carefully insert the distal tip of the guide wire through the introducer and into the guiding catheter. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4).